Manufacturer narrative:
Updated to reflect the information received on 2020-jan-09. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2020. It was reported that the patient's report was incorrect as the patient's pump contained 14 ml and should have contained 12 ml, considered within normal limits at 2 ml. The hcp confirmed that the patient has had no discrepancies and no residuals out of limits. The patient reportedly has a personal therapy management programmer (ptm) and has difficulty using or managing it, despite being educated numerous times. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient's healthcare provider was pulling out "10-14ml" of medicine from the pump when they should only be pulling out 1 ml. This had occurred at the last 4-6 refills during approximately the 2 months prior to the date of the report. The patient reported that there was something wrong, but their hcp did not believe him and thought that the patient didn't know what they were talking about. The patient stated that they shouldn't be feeling pain, but they are. The patient believed they were in pain because they should be getting the medication that the hcp is pulling out but the patient is not. The patient noted that they use their ptm for boluses. The patient stated that no one was willing to listen to them or do anything, but the patient knows something is wrong because they have had a pump for over 20 years. According to the patient, the hcp's office is making the pump work. No further complications were reported.